Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient complained of chest pain. The patient was checked and it was found that the right ventricular (rv) lead exhibited low amplitude measurements and high pacing thresholds. Further analysis revealed the rv lead dislodged shortly after it was first implanted. A few days after the reposition, the lead was explanted due to other product performance issue.